Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two sealed tip cap trays from batch #1082831 were received. The samples were visually evaluated. Of the one hundred tip caps present between both trays two were observed to have embedded foreign matter. The embedded foreign matter appeared to be degraded plastic which was non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1082831 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd¿ syringe tip cap bulk sterile convenience pak there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there is foreign material on the cap tip."